Event description:
It was reported that during a cryo ablation procedure, there was resistance when inserting the mapping catheter into the balloon cat heter. When the balloon catheter was inflated outside of the patient, breakage and bending of the shaft were observed. The mapping catheter and balloon catheter were replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: image files and the afapro28 balloon catheter with lot number 17139 were returned and analyzed. No patient files or failure files were received. Two images were returned. The first image showed a balloon catheter (afapro28); the lot and serial numbers were not visible. The second image showed a mapping catheter. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the infl ation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillation or overshoot. Pressure testing and inspection of subcompone nts of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed at 1.1 and at 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. A broken leak detection wire was observed in the balloon segment. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen and a broken leak detection wire observed inside the balloon segment. Continuation of d10: product ID: 990063-020, product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.